Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.device not yet received.

Event description:
The sales representative reported on behalf of the customer that the device, dis150, disposable marked spring tip guide was being used on (B)(6) 22 during a dilation procedure and the ¿spring tip on guide wire was bent out of package¿. There was no impact or injury to the patient. There was no report of medical/surgical intervention or prolonged hospitalization. The procedure was completed with an alternate guidewire and there was no report of a delay. After further assessment it was discovered that the device was never in the sterile field. The product was found to be bent immediately after opening the packaging and was not used in the procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the device, dis150, disposable marked spring tip guide was being used on 11aug22 during a dilation procedure and the ¿spring tip on guide wire was bent out of package¿. There was no impact or injury to the patient. There was no report of medical/surgical intervention or prolonged hospitalization. The procedure was completed with an alternate guidewire and there was no report of a delay. After further assessment it was discovered that the device was never in the sterile field. The product was found to be bent immediately after opening the packaging and was not used in the procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device has not been returned to date and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 24 reports, regarding 49 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: the guidewire should not be advanced if resistance is met without determining the cause and taking remedial action. Carefully inspect the unit to verify that the sterile package of the product has not been damaged in shipment. Remove the guidewire from packaging and remove the tape attached to wire. Carefully inspect it for any damage that may have occurred during transit or handling. This issue will continue to be monitored through the complaint system to assure patient safety.